Event description:
Mother was trying to activate heat pack. Heat pack completely exploded all over the wall, bed, floor and patient. Patient stated "my hand is starting to burn". Rn encourages mother to wash hands and shower. Patient showers, room is cleaned, sheets changed.